Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000439. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic submucosal dissection (esd) procedure the customer was seeing the e26 error on the device. It was stated that the problem affected the outcome of the procedure because the physician was unable to use the pump device properly to lift tissue for cutting. Additionally, there was a delay as there were many additional device exchanges to injection needles as they were needed to ¿lift tissue for cutting¿, which caused the procedure to take much longer. The second lesion site was also not attempted due to time constraints. Overall, the procedure was less successful than desired and not fully completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.